Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nissen. According to the reporter: the needle of the device broke in 1/2 at the swage of where the suture was attached. Needle was extracted and new suture with old packaging was used without incident.